Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, when the surgeon inserted the device for clip application, the seal of the trocar had damaged and fell into the patient cavity. It was mentioned also that there was rapid loss of pneumoperitoneum making it impossible to continue the surgery. The trocar seal was then retrieved from the patient cavity. The surgeon used a new trocar from another manufacturer to complete the procedure. No patient complications have been reported as a result of this event.